Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. The insulin pump had minor scratches to the display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to low blood glucose, which caused a seizure. She did not recall the blood glucose reading. She stated that the blood glucose went low after the customer changes the set. The customer was not wearing the insulin pump at the time of the event. The reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump passed the self test. However, the caller believed the insulin pump to be overdelivering and was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.